Event description:
It was reported that during implant it was difficult to unscrew the ventricle lead from the connector. The device was not used.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.